Manufacturer narrative:
The device has not been returned to the MFR for physical eval and the failure mode cannot be confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt reported that the pin on her catheter fell out when she disconnected herself and dialysis solution leaked during treatment. Upon follow up, pt stated that after she had disconnected the night she called into technical support, the blue knob/cap located on the very tip of the catheter extension set had fallen off. Pt also stated that there was a little fluid leaking. Pt stated she feels fine and has not felt any adverse effects. Pt confirmed her effluent has remained clear and was not prescribed any prophylactic antibiotics. Sample is not available; sample was discarded.